Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient was hurting all over and felt weak. He patient confirmed that the ins was on at 2.10 v. The patient was directed to follow up with their healthcare provider (hcp). No further complications were reported.